Event description:
During hysterectomy facilitated by davinci robot equipment, robotic instruments became stuck in the robotic arm. Pieces of the robotic instrument broke off while inside of the patient. The davinci company had to be called and an emergency stop procedure was completed. Robotic arms and visible pieces were removed from the patient by surgeon. Ref reports: mw5172384, mw5172385. Pt code: 2687. Device codes: 1069, 4012.